Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer must press the wake button several times before the screen turns on. Customer reported blood glucose levels of 300 (mg/dl) that were addressed with insulin injections. Reportedly, customer will continue to use the pump for insulin therapy.